Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in the er2. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the foot brake caster was not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2010, 2011, and 2013-2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.